Event description:
This ra lead was implanted on (B)(6) 2006, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that atrial lead exhibited farfield signal, lands in x-chamber noise window, so not oversensed. Observed, lead signal when pacing, to see why double signal when pacing. The physician was dr. (B)(6) at mayo clinic (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).